Manufacturer narrative:
This report is based on information provided by philips technical representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device failed the operational test. The technical representative evaluated the device at the laboratory and it was determined this was a fault of the therapy pca. The representative determined that the therapy pca needed replacement and provided the customer with pricing for repair. However, the customer did not accept the quote. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the therapy pca. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. An analysis was performed by a vigilance reporting specialist (vrs). The vrs determined that while no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The representative determined that the therapy pca needed replacement and provided the customer with pricing for repair. However, the customer did not accept the quote. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the equipment failed the operational test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.